Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) and exhibited an unexpected charge time measurement of 26.1 seconds. Technical services discussed therapy available once device reached end of life (eol).

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.